Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported from the medical ICU that an infusion of vasopressin had possibly infused faster than expected. There was patient involvement but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the medical ICU that an infusion of vasopressin had possibly infused faster than expected. There was patient involvement but no patient harm.